Manufacturer narrative:
See MDR 1920664-2007-01164 for delivery device used with this lens.

Event description:
The haptic of the lens was found bent during insertion into the pt's eye using the delivery device. Another lens was used for the procedure.